Manufacturer narrative:
Initial and final (B)(4) - device 4 of 6. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced cannula issues with multiple infusion sets, with six events reported. The patient stated that the cannulas were bent, and symptoms were noticed within three hours of insertion. The infusion set was inserted in the abdomen, and the patient reported episodes of high blood glucose displayed as high. The patient treated the elevated glucose with a correction bolus via the pump and replaced the infusion set, successfully resuming insulin delivery. No further information available.